Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, patient underwent following procedure: intra-op biplane fluoroscopy; use of bone proformative material; use of bmp-2; use of locally harvested cancellous autologous bone; intra-op biplane fluoroscopy; removal of anterior plate fixation; anterior discectomy and fusion c5-6; anterior cage fixation, c5-6; anterior plate fixation, c5-6; for pre-op diagnosis of: status post anterior cervical fusion, c5-6, c6-7; status post anterior plate fixation, c5-6, c6-7; status post anterior cage fixation, c5-6, c6-7; failure of fusion/pseudoarthrosis, c5-6; loose anterior plate fixation; cervical radiculopathy; degenerative joint disc disease, cervical spine; chronic pain; status post gonococcus and treponema infection; bipolar disorder chronic. As per op notes: ".. Then resection of peek cage with a drill bit was achieved and cage was completely removed.. Then peek implant filled with locally harvested cancellous bone and bmp and bone proformative material was placed in the intradiscal space. A size 8 at the c5-6 level.. No complications were reported.." The patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.